Manufacturer narrative:
Initial and final MDR (B)(4) -device 3 of 4.

Event description:
Reference number (B)(4). Event took place in the united states. The patient experienced four incidents of kinked cannulas in their insulin delivery system on (B)(6) 2025. These issues were detected three or more hours after inserting the device into the abdominal area. The patient encountered pain at the site of insertion. Patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.